Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10 mm amplatzer septal occluder was chosen for a atrial septal defect closure procedure on (B)(6) 2022. During procedure, the device presented in a cobra shape deformation. No additional information has been provided.

Manufacturer narrative:
An event of advancement difficulty and device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na